Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron continu-flo solution set broke, leading to a leak. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection of the photograph was performed. A small cut in the tubing was identified. The reported condition was verified. The cause is an operational failure during the manufacture, packing and opening of the tube packages. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.